Event description:
It was reported that during a procedure, the console footswitch cable broke. Therefore, the procedure was unable to be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Section b5 incident description updated to reflect time of the event section d3/g1 additional email: (B)(6).

Event description:
It was reported that during preparation, the console footswitch cable broke. Therefore, the procedure was unable to be completed. The patient was anaesthetized at the time of the error and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Section b5 incident description updated to reflect time of the event. Section d3/g1 additional email: (B)(4). The console was not returned for analysis; however, a field service engineer (fse), conducted an onsite visual inspection of the footswitch. The visual inspection confirmed that the footswitch cable shrink was detached requiring replacement. According to the device directions for use, the user is instructed to: inspect accessories, handpieces, cables and all external surfaces for damage, and do not operate the laser if any of the cables are faulty or frayed. Based on the information available from onsite evaluation, concluded that the damaged footswitch component contributed to the aborted procedure.

Event description:
It was reported that during preparation, the console footswitch cable broke. Therefore, the procedure was unable to be completed. The patient was anaesthetized at the time of the error and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.